Manufacturer narrative:
The insulin pump was received with intermittent buttons due corroded keypad traces. The insulin pump was unable to prime unit during prime test due to faulty force sensor resistor. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked reservoir tube and battery tube threads. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the buttons were unresponsive. The customer reported that the insulin pump was exposed to water. The customer's blood glucose was 448 mg/dl at the time of incident. The customer stated that she treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.